Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, there was permanent marker writing on the side, multiple labels, front cover scratched, main block has contamination, line cord faded, quick connect corroded, water tank cover cracked on all corners. The complaint was verified/duplicated during functional testing. The cause was a cracked water tank cover. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped

Event description:
It was reported that there was a leakage in the tank. Occurred during preventive maintenance testing. There was no patient involvement and no patient harm/adverse event reported.